Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was returned connected together. On visual inspection it was noted that the proximal coil was cut. The burr was not returned to cis with the device. No other issue or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr was detached and was stuck in the lesion. A 100% stenosed target lesion was located at a moderately tortuous and moderately calcified right coronary artery. A 1.25mm rotalink¿ plus was selected for use. The procedure was performed to treat a chronic total occlusion lesion at the atrioventricular groove of the right coronary artery. During the procedure, an unknown guidewire had crossed the lesion. However, an unknown microcatheter, an unknown balloon catheter and a non bsc microcatheter failed to cross the lesion. Therefore, rotablation was decided to be performed. The rotawire had crossed the lesion and a non bsc aspiration catheter was used to advance this device and ablation was started at 210,000rpm.. Speed was decreased 8,000rpm down on the 1st ablation and 8,000rpm down on the second ablation. The knob of the advancer was moved back, however, the position of the burr did not changed. It was noted that the burr was stuck at the lesion and was detached at the proximal part of the burr. Rotawire was not detached and was used to pull the burr together with the rotawire but was unable to remove the burr from the lesion. A non bsc guidewire extension was advanced to the proximal site of the burr pull this device. The burr and the detached portion was successfully removed. However, a slight perforation occurred and a balloon catheter was used to arrest the bleeding. It was confirmed that bleeding was stopped and blood flow was good. The procedure was completed with this device. No further patient complications reported. The patient is stable after treatment.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the burr was detached and was stuck in the lesion. A 100% stenosed target lesion was located at a moderately tortuous and moderately calcified right coronary artery. A 1.25mm rotalink¿ plus was selected for use. The procedure was performed to treat a chronic total occlusion lesion at the atrioventricular groove of the right coronary artery. During the procedure, an unknown guidewire had crossed the lesion. However, an unknown microcatheter, an unknown balloon catheter and a non bsc microcatheter failed to cross the lesion. Therefore, rotablation was decided to be performed. The rotawire had crossed the lesion and a non bsc aspiration catheter was used to advance this device and ablation was started at 210,000rpm. Speed was decreased 8,000rpm down on the 1st ablation and 8,000rpm down on the second ablation. The knob of the advancer was moved back, however, the position of the burr did not changed. It was noted that the burr was stuck at the lesion and was detached at the proximal part of the burr. Rotawire was not detached and was used to pull the burr together with the rotawire but was unable to remove the burr from the lesion. A non bsc guidewire extension was advanced to the proximal site of the burr pull this device. The burr and the detached portion was successfully removed. However, a slight perforation occurred and a balloon catheter was used to arrest the bleeding. It was confirmed that bleeding was stopped and blood flow was good. The procedure was completed with this device. No further patient complications reported. The patient is stable after treatment.